Event description:
It was reported that during the implant procedure, no lv output was observed when the device was connected to the lead. Device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device was received with pacing mode set to off. Analysis indicated that the device was last programmed on the event day and it is likely that the pacing mode was unintentionally set to off during the implant procedure. After setting to nominal, device showed normal characteristics. The device was tested on the bench and no anomalies were found.